Event description:
Kendall healthcare received report that during a thoracentesis procedure, the md noted that the ball that seats over the valve of the system was not seating over the hole correctly. In fact, md noted serous fluid in the one-way valve. As a result, customer reported that air was introduced in the pleural space and pt had to be observed following procedure.